Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Customer argue the guide wire didn¿t exit the guide wire port patient/event info: prefix: evo please circle or state your answers below: general questions: 1. At what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal 2. What endoscope type and channel size was used? Duodenoscope tjf-q180v 3. What was the position of the elevator? N/a, open, closed n/a 4. Details of the wire guide used (diameter, type, make)? Olympus visiglide 0035" 5. Was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no no 6. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no no 7. Please advise the anatomical location of the intended target site. Bile duct 8. How long was the stent in the patient by the time this complaint occurred? N/a 9. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no n/a 10. If yes, how often was this completed? 11. Did the patient require any additional procedures as a result of this event? N/a, yes, no no 12. What intervention (if any) was required? 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day n/a 14. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no no 15. If yes, please specify what was observed and where on the device it was observed. Stricture information: n/a 1. What was the length and diameter of the stricture? 2. Where was the stricture located in the body? 3. Was there resistance felt passing wire guide through stricture? N/a, yes, no 4. Was there resistance felt passing the evolution through stricture? N/a, yes, no 5. Was the stricture dilated before stent placement? N/a yes, no questions related to during insertion into patient n/a 1. Was the product inspected for kinks or damage before use? N/a, yes, no 2. Was resistance felt during insertion into patient? N/a, yes, no 3. If yes, at what point? Questions related to during stent placement n/a 1. Did the product fail during stent deployment or recapture? N/a, deployment, recapture, other 2. If other, please specify 3. Was the directional button pressed during use? N/a, yes, no 4. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no 5. Was the yellow marker kept in view during deployment? N/a, yes, no 6. Are images of the device or procedure available? N/a, yes, no] questions related to during introducer withdrawal n/a 1. Are images of the device or procedure available? N/a, yes, no 2. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no 3. If yes, what was used? 4. Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no 5. Was the safety wire fully removed before removing the delivery system? N/a, yes, no 6. Did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) n/a 1. What instrument was used for stent repositioning / removal? Forceps, snare, other 2. If other, please specify. 3. Was resistance encountered during advancement and/or deployment? N/a, yes, no 4. If yes, please when this was felt? Advancement or deployment 5. How did the physician deal with this resistance? 6. Was the lasso (suture) loop used during repositioning.

Event description:
Supplemental correction report is being submitted due to the receipt of confirmation that "the product did not get in contact with the patient"on (B)(6) 2024. F code updated from f26 - no health consequences or impact to f27 - no patient involvement.

Manufacturer narrative:
Supplemental correction report is being submitted due to the receipt of confirmation that "the product did not get in contact with the patient"on (B)(6) 2024. F code updated from f26 - no health consequences or impact to f27 - no patient involvement. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 07/15/2024.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2084260 involved in this complaint device was returned for evaluation open and not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the 04th dec 2023. Visual inspection: red safety tab returned, safety wire returned, red shuttle on the 4th dimple, directional button in the recapture position, several kinks observed: flexor kink approx. 30cm from the white tip, flexor kink approx. 73cm from the white tip, flexor kink approx. 98.5cm from the white tip. Functional inspection: 0.035 inch wired guide exits zip port without any issues. The zip port was facing upwards and slightly curved to help backload the wire guide to easily exit the zip port. Please note clarification was requested on when the kinks observed in the lab occurred. From additional information received we know that no other defects were observed on the device prior to return such as kinks and further clarification on this was requested on when these kinks were noted but this information was not forthcoming , given that the returned device was returned in a plastic bag and based on additional information provided, several kinks observed must have been sustained during transport back to cirl and would not cause issue reported. However, should further information become available this complaint file will be updated accordingly. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c2084260 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c2084260 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use ifu0062 which accompanies this device instructs the user to" remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port (fig. A1, a2)." "The stent is mounted on an inner catheter, which accepts a .035-inch wire guide, and is constrained by an outer catheter. Product manager input was received, and it was confirmed that the user failing to put the zip port facing upwards and slightly curved when backloading the wire guide is a suggested technique as it is not specifically called out in the IFU therefore this cannot be considered user error however product manager has been notified of this occurrence for awareness of this issue and requested to consider re-training at the facility. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to device handling when loading the wire guide. From customer testimony we know they did not put the zip port facing upwards and apply a slight curve as is suggested in the IFU to help the wire guide easily exit the zip port. It was noted that during the lab evaluation the 0.035inch wire guide exited the zip port without any issues and the device was functioning as intended when a slight curve was applied with the zip port facing upwards confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the initial reporter the guide wire didn¿t exit the guide wire port. Confirmed quantity of 1 device, a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed potentially to device handling when loading the wire guide. From customer testimony we know they did not put the zip port facing upwards and apply a slight curve as is suggested in the IFU to help the wire guide easily exit the zip port. It was noted that during the lab evaluation the 0.035inch wire guide exited the zip port without any issues and the device was functioning as intended when a slight curve was applied with the zip port facing upwards. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter this occurred prior to patient contact complaints of this nature will continue to be monitored for similar events.